Manufacturer narrative:
At the time of this report, the product had not been returned for eval. Upon receipt of the product, a f/u will be submitted.

Event description:
It was reported that the device remained active even when the button was not depressed. No pt involvement reported.